Event description:
It was reported that during pre-dilatation of a 32mm lesion in the mildly tortuous and calcified left anterior descending artery, an rx mini trek 1.2x6 dilatation catheter was advanced with resistance to the lesion. The rx mini trek balloon was inflated to 14 atmospheres (atms) in the first inflation. In the second inflation, the balloon was inflated to 14 atms for 20 seconds and balloon rupture occurred. The catheter was removed without resistance, and a non-abbott dilatation catheter was used to pre-dilate successfully. A 2.5x15 rx trek dilatation catheter was then advanced with resistance to the lesion, and inflated to 12 atms on the first inflation and 14 atms on the second inflation. On the third inflation, the balloon was inflated to 14 atms, but the balloon ruptured after being inflated for 20 seconds. The catheter was removed without resistance, and a non-abbott dilatation catheter was used successfully and a non-abbott stent was deployed to complete the procedure. There were no adverse patient effects and reported clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.2 x 6 rx mini trek is being filed under a separate medwatch MFR number. Guide wire: sion blue, runthrough ns, xt-r. Guide cath: heartrail il4.0. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additionally relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: physical resistance during advancement can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Additionally, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. The trek catheter was returned with blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon 1 mm proximal to the distal marker. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to exposure conditions during the procedure and/or a material processing discrepancy. This type of damage may also result from multiple inflations and/or high stress being applied to the balloon material. In this case, since there was no report of any leaks noted during preparation for use and the balloon was pressurized twice without incident, this suggests that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly tortuous, mildly calcified and 99% stenosed, which may have contributed to the reported difficulty. The balloon material likely interacted with other devices and/or the tortuous and calcified lesion as resistance was encountered, such that the balloon ruptured upon a third inflation attempt. The analysis also noted multiple bends throughout the hypotube. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. During manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the analysis of the returned product and the results of the sem analysis, the reported difficulty crossing and subsequent balloon rupture appear to be related to operational context of the device and not a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, it is unknown if force was applied during advancement of the trek against resistance.